Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt and asystole alarms) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to an out of tolerance u700 component. The u700 component affected both the fb and ss channels, causing the asystole alarms. The root cause for the out of tolerance u7000 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and asystole alarms.